Event description:
The pt contacted animas alleging that the pump was intermittently not responding to button presses. She denied that the keypad was damaged or exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt declined to return the pump to animas and refused a replacement device. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.